Event description:
A vns pt underwent generator revision surgery due to end of service. The pt also presented with high lead impedance. A battery life calculation revealed that the generator should not be at end of service. After a new generator was connected to the existing lead, the high impedance resolved. The generator was returned and an analysis was performed. End of service was confirmed as the generator was unable to communicate. During analysis, a transistor was found to exhibit a higher than specification leakage current. This could have been a contributing factor to premature end of service and the high lead impedance.